Event description:
It was reported that during a da vinci surgical procedure, the customer reported that the da vinci robot system could not recognized the large needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. Instrument passed recognition and engagement continuity tests. The instrument moved intuitively with full range of motion in all directions. Additional observation not reported by site was broken grip cable. One grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment was sticking out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was distal pulley damage. Mechanical indentations were also found at the edge of the distal pulley along with visible scratch marks on the pulley's surface. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis if to reoccur could cause or contribute to an adverse event.